Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database for the tibial tray component did not reveal any other reports against the lot number. The investigation could not verify or draw any conclusions about the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address loosening of the femoral and tibial components. Poly wear of the tibial insert and osteolysis noted intraoperatively.